Event description:
It was reported that during the implant procedure, the physician attempted to aspirate the introducers but was unable to aspirate fluid; the physician was continually confronted with resistance and suction like a vacuum locked seal. Bubbles were noted inside the port and the physician felt the introducer valve was leaking air. After multiple attempts, the physician was able aspirate, flushed and introduced the delivery system into the right atrium. However, the delivery system could not advance into the right ventricle and the procedure was abandoned. No patient complications have been reported as a result of this event.